Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose of 440 mg/dl. The customer also reported having differences between his sensor glucose and blood glucose readings. He also reported having a calibration error alarm and change sensor alarm. The customer declined to troubleshoot. No additional information is provided.